Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on (B)(6) 2022. It was stated that the balloon burst. The customer stated that no pieces of the balloon detached inside the patient there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.